Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the failed icon message was displayed, but there was nothing to recover. Drawer 1.1 was off the bus. A field service engineer (fse) reset all connections on the drawer controller, module controller and cleaned the trays. Everything functioned well afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station showed hardware failed icon and error message failed unit. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.